Manufacturer narrative:
The reported event of hvad driveline disconnect was confirmed in the field by the heartware field clinical engineer. The issue was addressed through cleaning and manual manipulation of the havd driveline connector locking collar. Controller (B)(4) was returned to heartware and passed all visual and functional testing. (B)(4) was not returned to the heartware and remains in use on the patient. The cause of the reported hvad driveline connector locking sleeve malfunction is not known at this time; however, an internal investigation (CAPA) has been initiated to further investigate this issue.

Event description:
As reported by the site, the patient experienced two instances in which the hvad pump driveline became disconnected from the controller. Approximately one month after implantation, the patient reported that her driveline became disconnected from the controller ((B)(4)) when it fell from a table. A family member was able to reconnect the driveline and the pump restarted without incident. The patient was stable throughout the event. The patient came to the site three days later and the controller was electively exchanged for (B)(4). There was no report of any physical damage noted on the driveline at that time. Approximately two months later, the patient again experienced a disconnection of the driveline from the controller and she returned to the clinic for further evaluation. During the evaluation, the vad coordinator pulled on the driveline and it became disconnected from the controller. The heartware field clinical engineer was called to the site to evaluate the driveline connector. Upon inspection, it was noted that the locking collar of driveline connector was stuck in the ¿unlocked¿ position and would not allow the driveline connector to lock into the controller connector. The heartware field clinical engineer disconnected the driveline from the controller, applied contact cleaner to the locking collar, and manipulated it back and forth until it moved freely. The patient tolerated the procedure well (off pump for approximately 30 seconds) and there was no reported patient injury. There has been no further recurrence of driveline disconnects reported for this patient.